Event description:
During a non-sjm pacemaker implant and av node ablation procedure using a therapy catheter, the catheter, the catheter was reported to have dislodged the newly implanted pacing lead. The physician completed the non-sjm pacemaker implant and lead placement with subsequent pocket closure. The therapy ablation catheter was inserted and, as the physician was maneuvering the catheter along the right atrial septum for an av node ablation, the right ventricular pacemaker lead previously placed was dislodged. The his region was ablated unsuccessfully so the physician replaced the therapy ablation catheter with a non-sjm ablation catheter. The av node was ablated successfully and the pacemaker pocket was reopened to reposition the dislodged pacemaker lead. The patient was asymptomatic throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported event could not be conclusively determined.